Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set to resolve the occlusion. Customer did not observe any issues with the infusion set. Customer's blood glucose was 95 mg/dl.